Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The device was returned with the handle opened up. The internal components showed no damage. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent deployment issues were encountered. The target lesion was located in the superficial femoral artery (sfa). Following the insertion of a 6fr 45cm non-bsc introducer sheath and a 035x260cm zip wire, a 7 x 200 x 130 innova stent was advanced to treat the lesion. A finished roller wheel was used to deploy the stent. After a white arrow was observed on the pull grip, the physician started to pull the pull grip. However, the pull grip made a loud noise and broke. The stent stopped deploying at 110mm. An engineer was consulted and they were instructed to open the handle of the stent and manually finish the deployment, which they did. The stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported stent deployment issues were encountered. The target lesion was located in the superficial femoral artery (sfa). Following the insertion of a 6fr 45cm non-bsc introducer sheath and a 035x260cm zip wire, a 7 x 200 x 130 innova stent was advanced to treat the lesion. A finished roller wheel was used to deploy the stent. After a white arrow was observed on the pull grip, the physician started to pull the pull grip. However, the pull grip made a loud noise and broke. The stent stopped deploying at 110mm. An engineer was consulted and they were instructed to open the handle of the stent and manually finish the deployment, which they did. The stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was okay.